Manufacturer narrative:
Qn#(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the field service representative (fsr) that the patient had a heart rate of 64 bpm, and the pump was reading 170. As a result, the pump was swapped out. There was no information provided regarding patient condition. If additional information is received at a later date, the complaint file will be updated accordingly.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of incorrect heart rate is not able to be confirmed. According to the fsr, the field service agent could not duplicate the reported issue. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the field service representative (fsr) that the patient had a heart rate of 64 bpm, and the pump was reading 170. As a result, the pump was swapped out. There was no information provided regarding patient condition. If additional information is received at a later date, the complaint file will be updated accordingly.